Manufacturer narrative:
Age at time of event: mid (B)(6). The device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that the patient had arrhythmia. An unspecified angiojet® was selected for a thrombectomy procedure in the inferior vena cava. The angiojet was used in a non-bsc filter. During the procedure, the patient "brady down" and had some arrhythmia. After stepping off of the angiojet pedal, the patient would go back to normal. There were no device issues. The procedure was completed with this device and the patient was fine and discharged.